Event description:
The patient reported she had a 12.6mm micl 12.6 implantable collamer lens implanted in 2008, in her right (od) eye. The pt reported she is experiencing halos all the time - day and night. The facility stated the pt has had a history of corneal problems and it is felt that the event with halos is related to the corneal problems and was not icl related. She was given eye drops to keep the cornea moist. The lens remains implanted. The patient's current bcva is 20/20.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, the root cause of the event has been determined to be due to pt related problem and is not lens related.